Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited competitive atrial pacing, which induced a true ventricular arrhythmia in the patient. The arrhythmia was successfully terminated by appropriate anti tachycardia pacing. Programming changes were made, but the malfunction was not able to be resolved. No additional intervention was reported. The patient was stable throughout the intervention attempt.

Event description:
New information received notes that the patient presented in-clinic. Additional programming changes were made to resolve the malfunction on (B)(6) 2022. The patient was asymptomatic throughout.